Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had physical damage and mentioned during troubleshooting that they experienced high blood glucose level of 500mg/dl when they first started using insulin pump back in 2007. Customer was assisted in damage troubleshooting. Customer's blood glucose was unknown at the time of incident. Troubleshooting found damage on top of reservoir compartment and threading. Troubleshooting for high readings was also performed and that was when customer mentioned high blood glucose of 500mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump was programmed with multiple bolus deliveries and all registered properly in the bolus history noted. No bolus delivery anomaly noted. The insulin pump was received with cracked battery tube threads, broken off reservoir tube lip, cracked reservoir tube, cracked reservoir tube window and broken off belt clip slot.